Event description:
The complainant reported an alleged false negative result via an amazon review. The complainant mentioned retesting at an urgent care and received a positive result (molecular test taken at the urgent care unknown). Per amazon policy, lucira was unable to contact the customer directly to obtain additional information.

Manufacturer narrative:
Based on investigation of this complaint, no harms reported. A DHR review cannot be completed as lot information was not provided. The review of trending data for the failure mode (false negative) was completed. Based on review of the product's fmeas and risk assessment documentation, false negative test results are a known possible outcome regarding this issue under evaluation, refer to fmea-004. The complaint rate for false negatives is under the expected threshold of 8% (label claim)/4% (internal warning limit). Lucira health will continue to monitor trends related to false negative results in accordance with post-market surveillance process. Additional information: a false negative occurs when a test fails to detect sars-cov-2 when it is present in a sample. Sometimes this happens when there is very little virus present in a sample. The chance of getting a false negative result with the lucira covid-19 check it test kit is low. Based on the limited information available, root cause cannot be determined. A supplemental report will be filed if any further investigation and/or additional information is obtained. This device is marketed under (B)(4) check-it.